Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported incident of an error code 133.6080 occurrence was confirmed during the log analysis and was replicated through device testing. The system was powered on, and the error code 133.6080 appeared on screen. The backup speaker of the received suspect pcu was temporarily replaced with a dchu laboratory known-good backup speaker, and the unit was powered on. The system powered on as intended and did not show the error code again. The received unit¿s backup speaker was then re-installed, and the error message returned, confirming the issue was tracking with the facility¿s backup speaker. The system error tipsheet states to do the following when encountering a system error on the pc unit: ¿obtain a new pcu. Do not power down until a new pcu is available. Operation will continue on all channels during this time. Programmed settings on the module are not restorable, any current rate, dose and vtbi settings should be noted and recorded prior to powering down the pcu. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department.¿ a review of the suspect pcu error log showed forty-two (42) instances of the reported error code 133.6080. The first instance was observed on the date (B)(6) 2024, with the device being actively used since (B)(6) 2024. The last time the error code was observed was on the date of the reported incident (B)(6) 2024, when it was observed to have occurred twice, between the time of 10:31 am and 10:42 am. The device was reportedly being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was disassembled for this investigation, please ensure proper testing is performed. Please replace the backup speaker and ensure proper assembly, testing and re-torque all screws to specifications. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device displayed an error code 133.6080. There was no patient involvement.